Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date and expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date fields. Concomitant products: thermocool smarttouch sf, us catalog #: d134805, lot #: 17720975l. Lasso catheter, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two preface sheaths. It was reported that when the lasso catheter was inserted into the preface sheath, the valve of the preface sheath came off. The preface sheath was changed to a new preface sheath but the valve also came off. This preface sheath was used with this issue to complete the procedure. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The valve issue with the two preface sheath¿s were assessed as reportable malfunctions.

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on january 19, 2018. Therefore, expiration date and manufactured date have been populated. The device history record (DHR) for the lot number 17655116 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No device was received for analysis at the time. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/21/2018. It was noted that the returned product appeared in normal condition. The hemostatic valve was attached to the sheath. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with two preface sheaths. It was reported that when the lasso catheter was inserted into the preface sheath, the valve of the preface sheath came off. The preface sheath was changed to a new preface sheath but the valve also came off. This preface sheath was used with this issue to complete the procedure. No patient consequences were reported. The returned device was visually inspected and the sheath introducer presented no visual anomalies. The brim cap was found properly assembled to the hub ring (thread hub) of the unit. No other anomalies were observed on the received unit. Then, a vessel dilator and sample catheter were repeatedly inserted in the unit. No issues were observed. Then, the cap and the ring hub were inspected and no anomalies were observed. In addition, the outer diameter of the hub was measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).